Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had placed the insulin pump in an ice cooler and the device stopped working. The customer stated that they removed the device from the cooler and had placed it in rice but they could still see waster droplets under the lcd display of the insulin pump. The customer had tried removing and reinserting the battery, but the device was not working. The customer's blood glucose was 121 mg/dl. The customer stated that the insulin pump was in a bag when they placed the device into the cooler. The discontinuation of the device was advised. Nothing further was reported.